Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in late 2007. During the procedure, the catheter balloon burst inside the pt and the device was removed. Hot fluid was still in the uterus and the wound was irrigated. The case was not completed. The pt spent the night in the hospital for observation. No thermal injury occurred and no treatment was required.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted and the batch met all finished goods release criteria.